Event description:
A pt reported experiencing inaccurate erratic results with an ot ultra meter. The pt's blood glucose was 438 mg/dl and 340 mg/dl within 10 mins, with a difference of 22%. Pt did not experience any adverse events. No further info has been reported.